Manufacturer narrative:
Concomitant medical products: gore® excluder® aaa endoprosthesis - stent graft contralateral leg endoprosthesis (plc141400 - (B)(4) (left)); gore® excluder® aaa endoprosthesis - stent graft iliac extender endoprosthesis x2 (pll161407 - (B)(4) (left) and (B)(4) (right)); gore® excluder® iliac branch endoprosthesis - stent graft iliac branch component endoprosthesis (ceb231410 - (B)(4) (right)); gore® excluder® iliac branch endoprosthesis - stent graft internal iliac component endoprosthesis (hgb161207 - (B)(4) (right)). (B)(4).

Event description:
On (B)(6) 2021, one gore® excluder® conformable aaa endoprosthesis (cxt231412) was implanted together with four gore® excluder® aaa endoprosthesis (plc141400, plc271000, two pll161407) and two gore® excluder® iliac branch endoprosthesis (ceb231410 and hgb161207). On (B)(6) 2022, it was reported to gore that a CT scan shows evidence of a "possible" endoleak. The physician is convinced that the leak is due to flow from the inferior mesenteric artery (ima) and not an endoleak, no aneurysm growth was mentioned. As precaution it is planned to realign the ipsilateral and contralateral leg of the cxt main body on (B)(6) 2022. The patient is reportedly doing well.

Manufacturer narrative:
On (B)(6) 2022, the patient underwent an angiography prior to the reintervention. No trace of any endoleak was visible and the reintervention was cancelled. The patient will undergo normal follow-up scans. Additional received information determined that this event meets the specification of a non-reportable event, as a leak that resolved without reported growth over 5mm or a reintervention (corrected health effect - impact code 2199). This event is hence not reportable to the FDA and therefore the medwatch 3013164176-2022-01376 (and supplementals) will be retracted.